Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Indication for use. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a dissection with a perforation in the circumflex artery with 80% stenosis. Orbital atherectomy was performed and a 3 vessel dissection was noted. A 2.75 x 24 mm non-abbott stent was unable to treat the dissection and perforation; therefore, an attempt was made to advance a 2.8 x 16 mm graftmaster covered stent. However, it failed to cross the lesion due to the anatomy. Therefore, two 2.25 x 12 mm unspecified stents were implanted and balloon inflation was performed for a significant amount of time, which sealed the perforation and dissection. Medication was administered throughout the procedure and the patient was stable. No additional information was provided.